Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that he had an issue with his infusion set and did not get insulin delivered. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting and feeling sick. Customer stated that he attended a party and thought that he was receiving insulin. Diagnosed diabetes ketoacidosis. Hospital treated him with IV. The current blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.